Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/10/2017 with the following findings: review of the black box data revealed evidence of short battery life with drastic drops in voltage leading to a battery life call service alarm on (B)(6) 2017. The returned battery cap was able to fit on the pump properly. The pump was powered on and ez-prime steps were successfully completed. Electrical current draws were measured and found to be within specifications. The pump was exercised without any duplication of short battery life. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Unrelated to the original complaint, there was evidence of moisture inside the battery compartment; a leak test was performed and failed due to a crack in the battery compartment. Additionally, the display screen was noted to be dim and discolored. (B)(4).